Event description:
A customer reported a dull knife during surgery. The knife was exchanged and the procedure was completed with no harm to the patient.

Manufacturer narrative:
No samples were returned for evaluation: therefore, the condition of the product could not be verified. Device history record (DHR) for the lot was reviewed. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. Because a sample was not returned and no evidence of nonconformity could be found in the lot record review, the root cause for the defect "dull knife" experienced by the customer cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).